Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient indicated bumped into a bar while walking, and immediately heard the device alert tone but did not consult a physician. Some days later patient received an inappropriate shock. The right ventricular (rv) lead exhibited high and/or unstable thresholds, oversensing and/or noise. The rv lead was explanted and replaced, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.